Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time on (B)(6) 2019, when the subject meter displayed an error 1 message which prevented him from performing a blood glucose test. The patient manages his diabetes with oral medication (¿metformin, 850 mg¿), diet and exercise and reported that in response to the alleged product issue, despite not being able to perform a blood glucose test, he continued with his normal diabetes management routine including ¿less food and drink¿. The patient reported that ¿1 week later¿ he began to develop the symptoms of ¿weakness, dizziness, blur vision and frequent urination¿. The patient reported that in response to these alleged symptoms, he increased his daily dose of metformin from ¿850 mg¿ to ¿1000 mg¿. The patient also reported that on (B)(6) he attended his doctor¿s office where his blood glucose was tested on another (unspecified) meter and the result obtained was ¿161 mg/dl¿. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter. The issue could not be resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an error 1 message appearing on the subject meter.